Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient reported they were bleeding significantly for over 45 minutes. The sensor was already removed after 30 minutes but the bleeding would not stop. The patient went to the hospital around 09:30pm and doctor had to put stitches to stop the bleeding. A bandage was put, and the patient was observed until 11:00pm, after which they were discharged. There was no medical intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.